Event description:
The consumer allegedly flipped out of his chair while going down a ramp, resulting in a compound fracture of his tibia.

Manufacturer narrative:
User was transgressing down a ramp and reportedly fell out of their chair and sustained a serious injury. Ramp transgressed is unk. MFR specifications is a 9 degree ramp. This is covered in the current user guide. MDR filed based on serious injury.